Event description:
It was reported that a large volume infusor was found to have a loose coil cap and the balloon is exposed. This was noted before use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 28, 2014 and july 29, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted the red coil cap had separated from its housing due to the housing being malformed. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.